Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the extension line was found separated from the luer hub during use on the patient. No patient harm was reported. A new kit was used to replace the catheter. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, single-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the extension line. It was also noted that the catheter body was intentionally severed. The severed portion was not returned for analysis. Visual analysis revealed that the distal extension line contained a hole directly adjacent to the luer hub (white hub). Microscopic examination confirmed the damage and revealed that the extension line was still molded within the luer hub. The catheter body length from the juncture hub to the distal tip measured 57mm, which indicates that 144.5mm-153.5mm of the catheter body was severed and not returned (per the catheter product drawing). The distal extension line outer diameter measured 2.16mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion product drawing. The distal extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.420mm-1.500mm per the distal extension line extrusion product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)". When the distal line was flushed, water leaked from the hole adjacent to the luer hub. A manual tug test confirmed that the distal luer hub was secure to the extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "clinicians should be aware that slide clamps may be inadvertently removed." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal extension line contained a hole directly adjacent to the luer hub. When the distal line was flushed, water leaked from the hole. A device history record review was performed, and no relevant findings were identified. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported the extension line was found separated from the luer hub during use on the patient. No patient harm was reported. A new kit was used to replace the catheter. The patient's condition was reported as fine.